Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic inguinal hernia, the valve seal was disengaged, the seal dislodged when the surgeon removed the grasper after inserting the lap progrip anatomical mesh. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.